Event description:
An attempt was made to implant an endeavor sprint rapid exchange drug eluting stent , however the balloon burst before deploying the stent. It was reported that another 3.5 mm x 18mm endeavor device was able to cross. Patient is reported to be doing fine post procedure.

Manufacturer narrative:
(B)(4): evaluation: results: assigned as the root cause of the reported event is undetermined. Conclusion: (no conclusion can be drawn) assigned as the root cause of the reported event is undetermined. (B)(4).